Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received indicated that osteolysis occurred on the acetabular cup due to age-related wear of the polyethylene liner. The center of the femoral head was eccentric.

Event description:
It was reported that on unknown date in 1998, the patient underwent the tha with the cup, the stem, the head, and the polyethylene liner. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed that the liner was worn out. Additionally, osteolysis occurred at the acetabular side due to aging wear of the liner. The center of the femoral head was eccentric. Therefore, a revision surgery will be performed. The cup will be replaced with other company¿s cup. The stem was not loosened. The head will be replaced.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.